Event description:
It was reported via repair work order that the cot was experiencing intermittent zoom drive due to a malfunctioned csi box. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the cot was experiencing intermittent zoom drive due to a malfunctioned csi box. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The previous MDR initial report was filed without the PMA/510(k)#. This follow-up MDR is being issued with the PMA/510(k)# included.